Manufacturer narrative:
The event date has been approximated to (B)(6) 2016, as mentioned in the event that the patient had vaginal secretion/discharge in (B)(6) 2016. However, it is unknown when was the exact date of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Device implantation was performed at (B)(6) hospital, surgical department. (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh, posterior vaginal wall formation procedure performed in (B)(6) hospital surgical department on (B)(6) 2009. According to the complainant, after the procedure, on (B)(6) 2016, the patient had bloody vaginal secretion/discharge observed. Also, on (B)(6) 2016, the patient visited (B)(6) hospital and it was found out that a one centimeter mesh was exposed vaginally. In addition, on (B)(6) 2016, the patient underwent MRI and the result showed an anterior vaginal mesh exposure and abscess. Reportedly, on (B)(6) 2017, the patient went for an intravaginal and perineal mesh exposure repair under general anesthesia. Subsequently, the patient was discharged on (B)(6) 2017 and scheduled for her next follow up check up.